Manufacturer narrative:
(B)(4)

Event description:
At the 84-month postoperative evaluation, the patient symptoms had resolved. No additional treatment was provided.

Manufacturer narrative:
(B)(6). (B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date-(B)(6) 2010, ae onset date: (B)(6) 2010; ae description: some neck pain, patient does have pseudoarthrosis at c5-c6 medication: yes; additional treatment: skelaxin given 800mg, thin cut CT ordered (B)(6) 2010 post op visit date- (B)(6) 2012 other treatment: CT on (B)(6) 2010 additional surgery: c5-6 posterior fusion and lateral mass screws ; additional surgery date: (B)(6) 2010; additional treatment: norco 10 #60 and medrol dose pak. C5-6 posterior fusion CT showed pseudarthrosis at c5-6. Skelaxin, ibuprofen, celebrex, tylenol, flexeril. Per the operative report, the surgery also included ""c5-6 posterolateral mass screws and rods and bmp."" Per the operative report, the preoperative and postoperative diagnosis was ""c5-6 pseudoarthrosis, anferiorly."" Description: some neck stiffness in am pt given flexeril. Post op visit date- (B)(6) 2014, ae outcome: resolved; description: pt symptoms resolved